Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert. Follow-up with the clinic indicated the lead was replaced due to "lead failure". The patient's record only noted that impedance was "hard" the last week before explant. The patient presented to a medical clinic when their device alerted and was instructed to wear a medical life vest. The patient then received a total of six shocks (unknown whether appropriate/inappropriate), however, it is believed that the vest was the cause of the shocks, because patient removed vest and refused to wear it. There were no shocks given after life vest was removed by the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4) implantable pacing lead (B)(6) 2004, 4193 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.